Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w version 3.18e. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no heating up noted. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Unit received with corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Complaints text (B)(6) 2019 17:57:35 erp rfc user related svn 000310387569 complaints text (B)(6) 2019 17:56:34 lazarj4 initial notes: pump overheated inquired what led up to the complaint. Customer response: cust sts that the pump is fried, it overheated and it burnt his leg and the pump is completely shut down. Pump hot/warm/overheating t/s per dop114-980. Inquired which part of the pump is overheating. Found: very hot on the battery compartment. Customer is not calling back after previous troubleshooting for a pump hot/warm/overheated. Battery manufacturer: energizer. Battery model: unknown. Battery chemistry: alkaline. Battery type: unknown. Expiration date of battery: unknown. Date/time battery was placed in the pump: (B)(6) 2019. Damage to the battery: none. Adv the pump will need to be replaced. Adv to return both the pump and battery. Adv to revert to their back up plan per hcp instructions until replacement arrives. Adv to place pump in storage mode by removing battery, pressing and holding the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: sending replacement pump additional notes: talking to geraldine lapierre cust cannot ts since the pump is completely shut down now and too hot to put in a new battery. Ship: mmt-1780kl/return: mmt-1780kpk.